Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in e.1., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge. The company lens is only qualified for use in the company cartridges. A qualified handpiece and viscoelastic were indicated. The product was not returned. It is not known what was meant by "did not work properly". The event may be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The company lens is only qualified for use in the company cartridges. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not work properly going into cornea. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).